Event description:
Elderly male with history of chronic systolic heart failure. Procedure: right heart catheterization. The balloon of the swan was stuck inflated therefore recording incorrect pressures. Balloon would not deflate. No known harm to patient- another one used without issues. Manufacturer response for catheter, flow directed, arrow (per site reporter) will obtain.